Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. The following information was requested, but unavailable: have you received any additional information regarding the event? Did the prolonged time of the procedure or this issue cause a change in the plan of care for the patient?

Event description:
It was reported that during a radical cholecystectomy procedure, the tissue pad fell off. The physician took around two hours to search for the fallen piece in the abdomen of the patient but failed. The operation had to be completed with a new device. The operation time was prolonged by two hours. Now the patient condition is stable.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: have you received any additional information regarding the event? Did the prolonged time of the procedure or this issue cause a change in the plan of care for the patient? No further information.

Manufacturer narrative:
(B)(4). Batch# n91762. The analysis results found that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was analyzed, and it was determined that it was connected in more than one generator. The device is intended and labeled for single patient use. If the device is connected to multiple generators an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.